Manufacturer narrative:
H3: the concerto coil was returned for analysis and partially within an introducer sheath with the distal implant coil already deployed out of the sheath. The unknown micro catheter used in the event was not returned for analysis. The pusher tack welds were found broken. The pusher was found bent/kinked in multiple locations throughout the length of the pusher. The concerto implant coil was found damaged/knotted outside of the introducer sheath. The concerto coil could not be retracted back within the introducer sheath due to the damage/knot and cannot be used for resistance testing due to the damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, incompatible micro catheter, or tortuous anatomy. The returned concerto coil was found damaged/knotted, the pusher was found bent/kinked, and the tack welds were found broken. The customer did not report finding any damages to the coil during preparation, therefore, it is likely the damage occurred due to advancing/retracting the device against the reported resistance. The root cause could not be determined. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that "all was ok" for the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the coil concerto helix 3mm x 8cm, the coil buckled in the catheter, causing delays in procedures and care, and compromising patient safety. Additionally, there was resistance, and the coil became stuck in the catheter.